Manufacturer narrative:
The reported event of stylet failure to advance was confirmed. A complete lead, without a stylet, was returned in one piece for analysis. A stylet could not be fully inserted into the lead due to the inner coil being kinked at the connector region. The cause of the inner coil being kinked is consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a routine device exchange, the stylet was unable to advance into the left ventricular (lv) lead about 15cm from the connector. The lv lead was explanted and replaced. The patient was stable with no consequences.